Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported difficulty to remove the catheter from the guidewire was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty removing the catheter from the guidewire could not be determined. The returned device had no damages, dimensional issues, nor visual anomalies observed which could be directly attributed to the reported difficulty removing the catheter from the guidewire. In this case, it is possible that there was an issue with the guidewire coating (insufficiently activated/wetted, or inadequate coating duration performance), or the catheter coating length was inadequate; however, these conditions could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the dragonfly opstar catheter was being used in the left anterior descending artery (lad) lesion. After using the catheter for the second time, the catheter became stuck to the bmw guide wire. It was not impossible to separate the imaging catheter from the guide wire; therefore, the imaging catheter and guide wire were removed as one unit from the patient. The procedure was completed without imaging. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.